Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced discomfort due to the size of the device. It was noted that the patient had a small body habitus. The device was therefore explanted and replaced with a transvenous system. No additional adverse patient effects were reported.